Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board was found faulty and was replaced along with oxygen blending module wire harness to address the issue. The device passed the test.